Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This report is associated with MFR report number: 3005168196-2021-00658.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using a penumbra smart coil (smart coil), a penumbra smart coil detachment handle (handle), non-penumbra catheter, non-penumbra microcatheter, guidewire, and a non-penumbra stent. During the procedure, the physician advanced a smart coil as the first coil into the vessel and used the handle to detach it; however, the smart coil failed to detach after several attempts. The physician then broke the black alignment zone on the pusher assembly of the smart coil and pulled the inner wire in attempt to manually detach the smart coil. However, the coil did not detach. Consequently, during the attempts, the smart coil became unraveled. Therefore, the physician used a goose neck snare to retrieve the smart coil and removed the microcatheter all together. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.